Event description:
It was reported clinicians have experienced channel errors. It was further reported that in one instance the pump module had broken release latch when channel error occurs and the user is unable to remove the module. This was reported to bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.